Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On an unspecified date the patient experienced perforated right device and patent right tube. Reporter requested evaluation of possible essure device removal. Correction <10-aug-2016>: initial receipt date was 01-aug-2016 instead of 02-aug-2016. Follow up 01-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. However, the medical event and lack of efficacy are a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 13-sep-2016. A questionnaire for uterine/ tubal perforation with essure was provided by physician. Patient's demographic information was provided. Patient's medical history included gravida 3 and para 3. She has no previous gynecological intervention. On (B)(6) 2016, essure 305 was easily inserted. There was not abnormal finding. The following were applied prior to insertion: cervical dilatation and analgesia. It was denied: fluid loss more than 1500cc during hysteroscopy and procedure did not take more than 20 minutes. There were no complaints after insertion. On (B)(6) 2016, it was diagnosed via hysterosalpingogram (hsg) a complete perforation unilateral right (overlying posterior right cornua; essure coil was lying flat near right cornua). No organ or intra-abdominal structure was perforated. It occurred with coil after deployment. The left side was at correct location. There was no other symptom. It was stated that the first confirmation test did not confirm tubal occlusion. Patient was advised to rely on essure. On (B)(6) 2016, essure was removed laparoscopically. It was medically necessary to removed it and patient also requested its removal. There were no pathology results, signs of infection or inflammation. Patient was recovering. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the patient experienced perforated right device (overlying posterior right cornua; essure coil was lying flat near right cornua) (seen as fallopian tube perforation). Essure was removed laparoscopically. The reported event was considered serious due to its medical importance and listed in essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, about 3 months after essure insertion, the event was diagnosed by hysterosalpingogram and it was reported that it occurred with coil after deployment. However the exact date and mechanism were not known. Nevertheless, a causal relationship with suspect insert cannot be excluded. This case was considered incident since a device removal was required. In addition other non-serious event was reported. According to product technical investigation, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.